Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between october 1 ¿ december 31 2025. This report summarizes 2 events for the failure: difficult to open or close. 2 events had no health consequences or impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2026-99050. Supplemental rationale: corrected data: b5, h1, h6, h11: 3 events were previously reported during the reporting period; however, 1 previously reported event in this report should have been included under MFR report # 3015967359-2026-99141. 2 previously reported events are included in this follow-up record. Product return status: 2 devices were not available for evaluation. Evaluation findings (results/components): 2 devices: no findings available / part/component/sub-assembly term not applicable. Product disposition: 2 devices: product not received.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 3 events were reported for this quarter. Product return status 2 devices were not available for evaluation. 1 device investigation type has not yet been determined. Evaluation findings (results/components) 2 devices: no findings available / part/component/sub-assembly term not applicable 1 device: results pending completion of investigation / part/component/sub-assembly term not applicable product disposition 2 devices: product not received 1 device: product disposition is not yet determined additional information 3 devices were labeled for single-use. 3 devices were not reprocessed or reused.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between october 1 ¿ december 31 2025. This report summarizes 3 events for the failure: difficult to open or close. - 3 events had no health consequences or impact.